Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare was unable to be actuated. No visible damage to the device or its packaging was reported. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
Reported event: catheter detached. Visual evaluation of the returned device found that the catheter kinked and the flare detached from the catheter. The catheter has marks from the flaring process performed during manufacturing. Functional evaluation could not be performed due to the condition of the returned device. The complaint was confirmed; the snare loop would not extend. Examination of the returned device revealed an unreported malfunction, the flare had detached. There was no visible damage initially reported. This would prevent device actuation. However, review and analysis of all available information failed to indicate a root cause or probable root cause for this event. There is an investigation in place to address this issue. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.